Event description:
Pt telephoned nmt complaint dept directly on 05/08/2009, to report that a cardioseal device implanted in 2008, had been explanted in 2009. Pt reported having experienced chest pains while at home, that were severe enough to require her to call 911. She was taken by ambulance to ER of nearby hosp (not the hosp where originally implanted), where 450cc of blood were drained from her pericardium. Explanting surgeons have indicated to her that the cause of this was that two of the "prongs" of the cardioseal device perforated her heart. Follow up visits are scheduled.

Manufacturer narrative:
We have requested add'l supporting info from the end user facility. To date, we have received and are evaluating the interventional cardiovascular lab reports, cath lab procedure report, consultation records, discharge summary, history and physical report and pathology report. We have also requested, but have not yet received the return of the explanted device, and any case films or images that would facilitate our investigation.